Event description:
Customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and needed to turn the insulin pump off. Customer stated that the paramedics were called due to high blood glucose readings of 1043 mg/dl. Customer was unable to troubleshoot at the time of the call as they were in the hospital. Customer was advised to call back to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.